Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was observed in twenty-five (25) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 13, 2019 - june 14, 2019. H10: twenty-five (25) actual samples were received for evaluation. Visual inspection was performed on all samples which observed a loose white foreign matter inside the lower left of the bag of one (1) sample only; there was a slight yellow coloring in one area and a copper colored inclusion. Magnified inspection was performed on the remaining 24 samples and no particulate was found. The fill port cap of all samples were removed and no fill port connector/cap damage was observed. The white particle in 1 sample was further analyzed using fourier transform infrared spectroscopy and the spectrum of the particle was consistent with ethylene vinyl acetate (eva). The copper colored particle was loose and analyzed using scanning electron microscopy with energy dispersive x-ray spectrometry (sem-eds). Elements present in the spectra were copper, aluminum, silicon, chlorine, calcium, oxygen, and carbon (carbon is present in the mounting medium). The reported condition was verified for 1 sample. The cause of the condition was determined to be a supplier manufacturing issue. The reported condition was not verified for the remaining 24 samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.